Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm absence of no delivery. Customer's blood glucose at time of incidents was 400 mg/dl. The customer discovered his cannula was bent. Customer doesn't have tubing clamps to complete troubleshooting. The customer was advised that we are sending tubing clamps to complete high pressure test on pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl.